Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported that the patient's device wasn't working properly since they were involved in an accident on (B)(6) 2012. The patient was rear ended and stimulation stopped working at that point. It was reported that the patient was seeking to meet with a manufacturer representative in their area to evaluate their device. The patient hadn't seen their health care provider (hcp) in a couple years since their device had been functioning properly. It was reported that the patient also lost their recharger. Additional information received reported that the patient had no stimulation sensation following the motor vehicle accident. The patient had something wrong with their back, neck, and shoulders and without the stimulation therapy they were having a tough time. It was stated that it was new pain since the accident and that before everything was low back pain which is why they were implanted and hadn't used pain medicine in a long time. It was noted that the patient's programmer was faded and had a question mark and that they had just changed the programmer batteries. It was reported that the patient had only been charging 15-20 minutes at time of accident and didn't know if the implantable neurostimulator (ins) had enough charge in it to use or not and without the recharger they couldn't check. It was noted that the patient wasn't if the recharger fell out of the truck when the emts arrived but they checked every nook and crevice of their vehicle and they went back to the emt and asked and they didn't see anything. It was noted that a replacement recharger was ordered for the patient. Additional information received reported that the patient got 8 coupling boxes. The antenna locate feature resulted in a power on reset (por). The patient was going to be sent instructions on how to clear the por with their programmer. Additional information received reported that the patient was charging when they got hit. For days the patient didn¿t have their recharger. It was reported that when the patient opened the door the device fell out and it got smashed so they had to get a new one.